Manufacturer narrative:
Device has not been returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the course of the procedure, the patient sustained injury to both her left and right recurrent laryngeal nerves. These injuries occurred despite the fact that the surgeon utilized a nerve integrity monitor that, when used properly, is designed to alert the surgeon to an impending nerve injury and thus avoid same. This injury resulted in bilateral vocal cord paralysis and an acute airway obstruction. This airway obstruction manifested itself in the post-op recovery unit when the patient struggled to breathe and felt her death was imminent. This necessitated immediate surgery to perform a tracheostomy.